Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a1801, a0721, a0709, a040502 annex b: b01 annex c: c02, c0201, c0601 annex d: d15 annex g: g0301204, g04067, g04037, g02005 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device channel error could be confirmed during the review of the error log but could not be replicated during testing. The internal inspection showed contamination and corrosion inside the rear case, bezel assembly and logic board components. Functional testing was performed to replicate the reported issue. The infusion completed successfully after 24 (twenty-four) hours with no errors or malfunctions. Alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pump module. The asm pm task completed successfully without any observed errors or malfunctions. Alaris system maintenance analog sensor task was performed on the suspect pump module. The pump module pressure sensors were found to be within of specification. Testing was performed to measure the motor drive signal to identify if the pump is exhibiting higher than expected mechanical drag in the pumping mechanism. Test method demonstrated the pump module operating as intended. The event date was reported as (B)(6) 2025; time was not reported. A review of the pump module error and event log showed there is no record of usage on the reported event day. Review of the pump module error log showed five (5) errors were recorded. Error code 240.4150.5 (sensor_broken_high_failure) on (B)(6) 2025 at 12:43 am and 12:44 am. Error codes 260.4120.0 (sensor_supply_low_voltage_failure). The date and time of the error codes could not be determined. Error code 242.4030.0 (motor_stall_failure). The date and time of the error code could not be determined. Error code 210.5020.0 (peripheral_version_response_failure) on (B)(6) 2025 at 8:04 am. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.